Manufacturer narrative:
G4:24nov2020. B4:29nov2020. The power supply was returned to failure investigation (fi) for analysis. The failure of c56 prevented the power supply from operating on alternating current (ac) power. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19jun2020. B4: 29jun2020. The field service engineer (fse) confirmed the failure. The (fse) verified the issue and replaced the power supply (per manual and technical support). The (fse) completed required testing with unit passing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
The customer reported system won't power on. There was no patient involvement.